Event description:
An emt contacted zoll customer support while assisting a (B)(6) male pt to report the system was alarming 'add gel/replaced belt' without any prior gel release the pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (add gel / replace belt) has been confirmed. As received, the belt failed incoming testing. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the test failure and add gel / replace belt messages without any prior gel release is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.